Event description:
It was reported that the filter allegedly moved caudally and was severely tilted. As reported, the (B) (6) patient had a hysterectomy and developed dvt which resulted in the filter implant. During the implant procedure, the filter was implanted between the l2 and l3 without incident. On the same setting, the patient was "flipped over" and underwent thrombectomy and stent placement of the iliac veins. Approximately two months later, during a scheduled filter retrieval, a CT was performed revealing the filter had moved to the iliac bifurcation, approximately 4cm. Reportedly, the filter had a tilt of approximately 90 degrees. The filter contained a large thrombus and the patient's iliac veins had re-occluded. Due to the recurrent dvt, the physician decided to keep the filter in place. The patient was reported to be asymptomatic and there was no injury reported. At this time, there is no intention of retrieving the filter.

Manufacturer narrative:
Device history records could not be reviewed as the lot number was unknown. The device remains implanted, therefore, not available for evaluation. The event investigation is underway.